Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that a zkb00 19.0 diopter intraocular lens (iol) was explanted from the left eye due to the patient experiencing blurry vision. The lens was replaced with a model zlb00 20.0 diopter. There was no incision enlargement, vitrectomy, or sutures required. There was no post-op patient injury.

Manufacturer narrative:
Device available for evaluation ¿ yes, returned to manufacturer on 12/07/2016. Device returned to manufacturer ¿ yes. Device evaluation: the intraocular lens (iol) was returned to the manufacturer. The return sample is delivered in the original packaging. It was observed that the product was cut in half, most probably to make explant possible. Considering the condition of the lens additional analysis is not possible. The lens issue could not be confirmed in the returned sample. Manufacturing records were reviewed and the lens was manufactured according to specification. A search on complaints revealed no similar complaints were received for this order number to date. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the intraocular lenses. Based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to the manufacturer has been submitted.